Event description:
Healthcare professional reported patient was injected with an unknown "hyaluronic acid" filler in the face. The patient developed an infection that did not heal easily. Status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, healthcare professional reported injecting the patient with juvéderm® vista voluma¿ xc. Onset of symptoms noted to be 8 days after injection. The symptom has not completely disappeared yet.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.